Event description:
Caller reported a malfunction on the pump, identified as malf 12, which was not preceded by any notable events. There was no adverse impact to the customer's blood glucose level. The caller described having at least three occurrences of this malfunction. The technical support team decided to replace the pump, confirmed the shipping address, and instructed the caller on how to put the pump into storage mode and return it. The caller was advised to use multiple daily injections as a backup therapy until the replacement pump's arrival and acknowledged all instructions provided.